Event description:
According to the report, bioglue surgical adhesive was used during a double mechanical valve placement. While applying bioglue to the suture line, the glue leaked through a suture hole and onto a leaflet. Subsequently, it was noticed that the valve was glued shut. The surgeon was able to remove the bioglue from the leaflet and no other complications have been reported. As such, an investigation was conducted and cryolife's findings are described below.

Manufacturer narrative:
According to the report, bioglue surgical adhesive was used during a double mechanical valve placement. While applying bioglue to the suture line, the glue leaked through a suture hole and onto a leaflet. Subsequently, it was noticed that the valve was glued shut. The surgeon was able to remove the bioglue from the leaflet and no other complications have been reported. As such, an investigation was conducted and cryolife's findings are described below. A mfg records review of the involved lot was performed. The lot met all physical, microbiological, and chemical specifications at the time of its manufacture. Correspondence with the involved surgeon was also conducted. The surgeon was unable to recall if the lv vent was turned off prior to the application of bioglue; however, he believes that it was. The surgeon performed a konno-aortoventriculoplasty (an annulus enlarging procedure where several gortex pieces are used). Bioglue was primed and then applied to the suture line of the gortex patch. During the application, it appears that a small drop went through the suture line and went onto the middle of the closed leaflet. A tee (transesophageal echocardiographic) was used; however, the echocardiographer could not see the leaflets well on the aortic valve because of the dispersion from the mitral valve. The surgeon stated that it may be possible that the bioglue was applied too fast causing the glue to be too thin and seep through the suture hole. Additionally, the surgeon addressed areas of technique where improvement may be noted to avoid future occurrences of this nature. The possibilities mentioned were focused on technique of application rather than the bioglue product. Although there are several possibilities mentioned, an exact cause of the observed event is unk. As such, no conclusion can be drawn at this time.